Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombosis at the tip of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During insertion of the clip delivery system (cds) through the sgc, a thrombus was discovered at the soft tip of the sgc. The cds and the sgc were removed. Once outside of the patient the thrombus was removed from the soft tip of the sgc and more heparin was given to the patient. The same sgc and cds were used again with no thrombus visible. During insertion of the cds a leak was discovered at the valve coming from the clip introducer. The decision was made to still use the system while increasing the flush of the cds preventing air entering the system through the clip introducer. The clip was placed without any difficulty in the a2/p2 segment. Two clips were successfully implanted reducing mr to grade 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.